Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phacoemulsification handpiece sleeve seemed thinner and collapsed when going through the incision. There was no patient impact reported. This is the second of two reports being filed for this facility.